Event description:
It was reported that the pt was dissatisfied with his visual outcome. The lens was explanted. At the time of lens explant, the surgeon noticed mild anterior symmetrical vaulting of the lens. Another lens of different model and diopter was implanted and pt's prognosis is excellent. In the surgeon's opinion, the likely cause was high axial length of the pt's eye. This report references the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.